Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The gantry door was out of alignment. The door was re aligned and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that, while outside a procedure, the door of the image acquisition system (ias) became stuck and would not open. There was no patient present when this issue was identified.